Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that as the device was being handed over to the sterile field a puncture was noticed in the packaging. Upon looking at the box, punctures were noticed. An immediate backup was available for the case and was completed successfully.

Manufacturer narrative:
An event regarding packaging damage involving a triathlon tibial baseplate was reported. The event was confirmed. A DHR review for the reported lot determined that the device was manufactured and packed to specification. A chr review determined that there were no similar events reported for the lot. The source of the puncture holes on the inner and outer blister tyvek lids was not determined. However based on visual inspection this component packaging was subjected to excessive handling and misuse during handling. While it cannot be determined where the holes occurred it can be stated that the reported device and packaging was not handled with due care. No further investigation for this event is possible at this time.

Event description:
It was reported that a as the device was being handed over to the sterile field a puncture was noticed in the packaging. Upon looking at the box, punctures were noticed. An immediate backup was available for the case and was completed successful.